Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for right atrial (ra) lead revision. Upon review of records, it was noted that the patient was experiencing chest pain since the week of (B)(6) 2024, and a pericardial effusion was discovered via echocardiogram at the emergency department. Further hospital admission revealed that the ra lead had caused cardiac perforation. During ra lead reposition procedure, it was found that the ra lead helix was unable to extend. Pericardial drain was performed, and the ra lead was explanted and replaced. The patient was still recovering at the hospital.